Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised in (B)(6) 2012, allegedly due to a detached muscle, fractured bone, pain and ossification. Patient underwent a cat scan on (B)(6) 2013 that revealed metal debris. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012 allegedly due to a detached muscle, fractured bone, pain and ossification. Patient underwent a cat scan on (B)(6) 2013 that revealed metal debris. Patient further alleges undergoing radiographs that revealed fraying. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date explanted - exact date not known, but in (B)(6) 2012. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2013-04096 & 2014-07209).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2006. Subsequently, patient was revised on (B)(6), 2012 allegedly due to a detached muscle, fractured bone, pain and ossification. Patient underwent a cat scan on (B)(6), 2013 that revealed metal debris. Patient further alleges undergoing radiographs that revealed fraying. After patient follow-up on (B)(6), 2014, it was determined the cause of pain was due to patient's muscles and not implant related. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient is experiencing pain, an avulsion, and bony fragment approximately thirteen years post-implantation. Attempts to obtain additional information have been made; however, no more is available.